Event description:
It was reported that the patient presented for a leadless pacemaker implant procedure. During repositioning of the pacemaker, it was noted that the helix was damaged. The pacemaker was not implanted and an alternative leadless pacemaker was installed during procedure on (B)(6) 2022. The patient was in stable condition.

Manufacturer narrative:
The reported event of helix damage was confirmed. As receive, lead was returned in one piece for analysis. Final analysis found that the helix was stretched out of specification. The helix elongation was consistent with procedural damage. The cause of the reported event of helix damage was isolated to procedure damage. No other anomalies were identified.